Event description:
Patient did not get the implant size as it was planned during the surgery. However, no harm to the patient was mentioned. The surgery was extended about 30 minutes.

Manufacturer narrative:
The case is being monitored internally. As soon as we received further result of the investigation, we will submit and updated report. Zimmer reference number (B)(4).